Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was use error, tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 23:06:59. During night drain cycle six, the patient's ultrafiltration reading was 2252ml, indicating the home patient (hp) drained 1752ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.